Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test after changing the battery on their insulin pump. Troubleshooting was performed. The insulin pump will return. The customer's blood glucose is 180 mg/dl.